Event description:
Per complaint (B)(4), a dental implant's threads sheered during initial placement. The implant was removed and replaced within the same procedure. No adverse patient consequences were reported.